Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix having jumped over the drive tooth. Tissue and blood visible inside helix. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead would not extend. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.